Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the current device is not working as well and they are unable to empty the bladder fully, resulting in an infection and catheterization. The caller reports that they had to visit the emergency room on sunday because of this. The caller reports that they are on antibiotics now. The caller reports trying 4 of the 7 programs available to them and increasing the stimulation to the point of pain and then back it back down to a comfortable level. The caller reports that they left a message for the manufacturing representative (rep) , but did not inform them of any issues yet. The caller did get some relief on program 5 but it declined over time and only a dribble would come out. They tried increasing program 5 with no results. The caller indicated that they read in the literature to expect a 50% reduction in symptoms, but they indicate they are not getting 60%, but that does not matter for retention, because any urine left in the bladder can cause infection. The caller reported that the doctor told them that sometimes the second device doesn't work as well as the first. Reviewed with the caller that since a new lead was placed, they may find that different settings are needed as compared to the first lead. The caller asked why they were implanted with a new lead. Reviewed unknown, but maybe because it's an MRI lead. The patient was redirected to their healthcare provider to further address the issue of why the lead was replaced and the impact of infection/antibiotics on symptoms, and how long to stay on a program before changing it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). When asked what steps were taken to resolve the issue, they reported the patient spoke with their manufacturer representative (rep) to find a program that worked. Patient was scheduled for follow up on (B)(6) 2022. They reported reported that the issue was not resolved but not further action would be taken as well as reported that it was unknown if the issue was resolved.